Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Date of device breakage is not known. This report is for an unknown plate. Part and lot numbers are unknown; UDI number is unknown. Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for a veterinary case. There was no human patient involvement. It was reported that a canine patient underwent a procedure to repair a right midshaft femur fracture on (B)(6) 2017. Canine patient was originally implanted with one (1) seven hole plate and seven (7) 3.5mm cortical screws. Post-operative, it was discovered under x-ray that the plate had broken between the third and fourth screw hole position and screws were intact. It is unknown if the canine was crated post-operatively to avoid weight bearing/limit motion. A revision procedure is planned but remains unscheduled at this time. Concomitant devices reported: 3.5mm cortical screws (part number unknown, lot number unknown, quantity 7). This report is for one (1) unknown plate. This is report 1 of 1 for (B)(4).